Manufacturer narrative:
(B)(4). Physio-control has provided the customer with the part number for a replacement therapy connector assembly. Physio-control has not been provided with any additional information on the reported issue or on the replacement connector. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that the therapy connector on their device was no longer functional, which could affect defibrillation therapy deliver to a patient, if needed. There was no report of any patient use associated with the reported issue.